Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that halfway through treatment with a prismaflex set, a blood leak was observed at the top of the filter. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the picture observed a blood leakage from the filter blood header. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.